Event description:
Began to experience atypical and persistent discomfort with my avaira contact lenses. This went on for several months and I completely stopped wearing contact lenses at all due to the constant pain. I have worn contact lenses for over 10 years and have never experienced excessive dryness or any irritation at all. In the summer of 2011 (only a few months after first trying avaira lenses) I began to experience stinging, dryness, itchiness, and malfunction in my lenses. I took great care to clean them thoroughly and wear only for short periods of time, but the painful symptoms continued and I eventually gave up on wearing any lenses at all and reverted to the, much less convenient, alternative of eye glasses.